Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1200 serial #: (B)(4) description: precision montage MRI ipg sterile kit the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the midline incision site. It was noted that the wound was not healing. The patient was prescribed antibiotics and underwent an explant procedure wherein everything was removed. It was believed that the infection was not device related but it was procedure related.